Event description:
The wrist of the irrigator was not fully articulating during the procedure. No collision of instrumentation recalled by staff prior to failure, instrument in use for less than 5 minutes prior to failure.